Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that approximately (B)(6) after implant the device had no diagnostics and that implant detect was still on. The implant detect was completed for the device so that diagnostic data would be collected and follow determined the device is functioning normally. Also the left ventricular (lv) lead at follow up clinic was found to have been acutely dislodged. The device remains in use and the lv lead was reprogrammed off and remains implanted. No patient complications have been reported as a result of this event.